Event description:
Staff was hooking up resident in the lift. Resident was in the wheelchair when the lift came undone in the middle, striking the resident across both hands, but mainly the right hand. The dr was notified. Resident had minor injury to the right hand. Maintenance notified and they fixed lift immediately. The spring pin had come out of the nut on the swivel v-bar letting the nut come off the bolt. Nut was replaced and coffer pin placed into the nut. Maintenance dept started a weekly preventative maintenance program on all lifts.